Event description:
It was reported that a catheter issue occurred. The 87% stenosed target lesion was located in the moderately calcified and non-tortuous left anterior descending artery (lad). An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During pullback, the device was stuck and the screen was blackened. It was also noted that air had not been removed during flushing. The procedure was completed using another device of the same model. There were no patient complications, and the patient was stable.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.